Event description:
It was reported that the patient had lost their programmer and have been trying to get it replaced for the past 5-6 weeks. The patient added that they have been working with sunmed to try and get the programmer replaced, but they have not been successful. Caller commented that the last time the implant worked was in 2006. Caller stated they had gone in to get it checked and someone was there to turn the stimulator on but they didn't have their programmer with them at the time, so they turned it back off afterwards. Caller stated they haven't turned it on since. Caller stated they need to have an MRI. Agent reviewed MRI information with caller and redirected to their healthcare provider. Caller asked if there was someone who could come out and check the device; agent reviewed role of a manufacturing representative (rep)  and provided nas number for healthcare provider to consult a rep. Agent sent email to repair to replace the programmer. Patient commented that they'd like to have the implant removed and replaced with a pain pump, but that's going to take too long. Patient stated they need an MRI of their neck because there's something growing into their spinal cord. Agent again reviewed MRI compatibility and redirected to healthcare provider. No symptoms were reported. Additional information was received from the patient stating the controller they were sent did not connect with the implantable neur ostimulator (ins). The patient was redirected to healthcare provider.

Manufacturer narrative:
B3: date is approximate, year is confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.